Event description:
It was reported that this right atrial (ra) lead exhibited a gradual increase in impedance measurements, and low intrinsic amplitude measurements. The lead later exhibited a lead safety switch (lss) due to impedances of greater than 2000 ohms, with oversensing noted after the lss. Technical services (ts) discussed troubleshooting options. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead exhibited a gradual increase in impedance measurements, and low intrinsic amplitude measurements. The lead later exhibited a lead safety switch (lss) due to impedances of greater than 2000 ohms, with oversensing noted after the lss. Technical services (ts) discussed troubleshooting options. The lead remains in service. No adverse patient effects were reported. Additional information was received which reported that this lead was later explanted, replaced, and returned for analysis. It was noted the lead was fractured. No additional adverse patient effects were reported. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited a gradual increase in impedance measurements, and low intrinsic amplitude measurements. The lead later exhibited a lead safety switch (lss) due to impedances of greater than 2000 ohms, with oversensing noted after the lss. Technical services (ts) discussed troubleshooting options. The lead remains in service. No adverse patient effects were reported. Additional information was received which reported that this lead was later explanted, replaced, and returned for analysis. It was noted the lead was fractured. No additional adverse patient effects were reported. This report will be updated upon completion of analysis.